Event description:
It was reported that this left ventricular (lv) lead had dislodged and was explanted. This dislodgement was confirmed by fluoroscopic imaging. A new lead was successfully implanted. No additional patient adverse effects were reported.